Manufacturer narrative:
Visual analysis of the returned device identified: creases, wear abrasion and one extended opening. A leak test was performed which identified openings. A microscopic analysis was performed which identify: two sharp openings and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two sharp openings assessed as unidentified (tear) opening. One opening striated assessed as surgical damage.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.